Event description:
Allegation received from an attorney that a pt was burned during a procedure using a traction tower. It was reported that the tower was cool when the physician assembled it. No info regarding severity of burn or location.